Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Programming changes was suggested, no changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.